Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced, not implanted and returned. No adverse patient effects were reported.